Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with moderate ketones; cause was not known and an occlusion alarm occured. Reportedly, customer fell due to their high bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.